Event description:
The voluntary user medwatch report indicated that patient was on ECMO support for heart failure. Temperature port noted to leak blood to outer ridge within the first 4 hours of bypass. Plasma breakthrough was noted at 59,61, and 62 hours of support. Total circulating blood volume for the patient was approximately 400ml. The plasma leak continued until the device was changed out.